Event description:
It was reported that the patient presented remotely via remote transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The patient was subsequently brought into clinic. The patient was asymptomatic.

Event description:
Additional information received on (B)(6) 2024 indicates that the patient's implantable cardioverter defibrillator was reprogrammed.